Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged device blinks, seeing line particles are in chamber and has odor. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of water ingress (blower/foam/blower box) confirmed positive deposit of foam particulate on the fit tool. Confirmed evidence of foam degredation associated to this allegation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, but presence of liquid ingress were observed and are consistent with being from an external source. In initial report, section g3 was wrongly captured as 08/09/2021 should be 07/14/2021, corrected and updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.